Manufacturer narrative:
Block b3: exact date unknown, event occurred for the past two years.

Event description:
It was reported that patient has been unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.